Manufacturer narrative:
In this case, the returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and was determined to be related to the knot identified on the lock line (material deformation). The reported leak/splash could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the inability to remove the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. Additionally, a cause for the reported leak/splash cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was placed successfully. While trying to remove lock line there was a malfunction and the lock line was unable to be removed. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was selected and implanted successfully. Air was entering into the sgc while inserting the cds, troubleshooting as preformed unsuccessfully and the mitraclip and sgc was replaced. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was placed successfully. While trying to remove lock line there was a malfunction and the lock line was unable to be removed. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was selected and implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.